Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. The customer reported that customer had a reservoir and quick set that was defective. The customer reported that without eating her blood glucose was over 300 mg/dl and 500 mg/dl this morning and last night, she changed the set and reservoir and now she is normal. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.